Event description:
It was reported that during the prostate procedure, the "fiber cap detached inside of pt and was retrieved at 41,238j". It was "flushed out". The case was completed with a second fiber. No report of pt injury.